Event description:
As reported via legal documentation, a patient had left knee replacement on (B)(6) 2016. They subsequently underwent left knee revision on (B)(6) 2022, approximately 6 years 4 months after their initial implantation. Patient claims to have suffered from pain, swelling, loss of motion, weakness, and giving way. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 3933725 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. 3950274 02-010-01-0235 - logic femoral ps cem left sz 3.5. 4123089 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusionsmanufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.